Manufacturer narrative:
G3 ¿date received by manufacturer¿ corrected.

Manufacturer narrative:
D6a: corrected the implant date. D6b: corrected the explant date.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During support, the placement signal was lost. Despite this, the patient remained hemodynamically stable and continued to receive effective support from the pump.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for investigation. Data logs shows the continuous placement signal low alarm during case run. All the optical 5s parameter were within specification except the beginning of the case where only signal not reliable values were reported low only during pump was set to p9. The cause of the optical signal issue was most likely patient condition related based on data log review. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.